Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device not recognizing closed door was confirmed in the event history log (ehl). A "shut door - power off" can occur as part of expected pump function if the user attempts to power off the pump prior to closing the door. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not recognize closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.